Manufacturer narrative:
A ge service representative performed an onsite investigation. The power switch was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the amplifier would not switch on. The system would not boot up. There is no report of pt injury.